Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the shocking lead impedance on this right ventricular (rv) lead has gradually increased from approximately 60 ohms to now 140 ohms. Other shocking vectors were also at 170 and 190 ohms. The pacing lead impedance was stable at 760 ohms. Boston scientific technical services (ts) recommended performing a 1.1 joule shock to test the system. It was reported the patient has not presented to the clinic for approximately one year, but was going to be contacted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated the patient is being followed remotely. There were no plans for additional intervention.